Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 144 mg/dl. The customer stated down button is not working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump had intermittent down button response due to a flattened button dome switch. No unlocked lcd keypad connector was noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.